Event description:
It was reported the left ventricular lead had dislodged. The lead was capped and a new lead was implanted. During the procedure, it was noted there were adhesions around the lead. The patient is enrolled in the (B)(4) clinical study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found.